Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing a guidewire through an introducer needle was confirmed. The product returned for evaluation was one nitinol guidewire and one 21 ga bbraun introducer needle. A gross visual inspection of the returned sample found that the distal end of the guidewire was deformed. Microscopic inspection of the deformed area found that some of the guidewire coils were bent and misaligned. This type of damage is indicative of insertion against resistance. The introducer needle was inspected and the proximal end of the cannula was found to be misaligned with respect to the distal end of the needle hub. A functional test was performed by attempting to insert and thread the guidewire through the introducer needle. Testing found that the guidewire could be inserted and threaded without any resistance. A representative guidewire and introducer needle were taken and the functional test performed again, testing each of the returned items against its representative counterpart (e.g., returned guidewire with representative introducer needle). No anomalies were found during testing. The damage observed on the guidewire confirms the reported event. However, as testing found no anomalies, it is likely that the damage was caused during use.

Event description:
It was reported that the physician performed the procedure as usual, but the guide wire did not go in, and when pulled it out, it broke. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported that the physician performed the procedure as usual, but the guide wire did not go in, and when pulled it out, it broke. There was no reported patient injury. No other information was provided.